Event description:
A surgeon reported that the shunt would not release from delivery system when pushing the release button and therefore, he had to extract the shunt. It was indicated that there was no pt harm. No further info is expected as the surgeon is unwilling/unable to provide further info.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. No further info is expected as the surgeon is unwilling/unable to provide further info. (B)(4).